Event description:
It was reported that the customer experienced a high blood glucose (bg) level that was "high" per continuous glucose monitor readings. Reportedly, air bubbles were observed within the tubing. Customer primed the tubing to address the issue. Additionally, customer had been using cold insulin and had been intermittently disconnecting from the pump for a few hours at a time. As a result of high bg, customer reported vomiting and labored breathing. High bg was addressed with a correction bolus. Customer was advised to consult their healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.